Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and ventilator inoperative and service required alarm conditions were observed. The device's sensor board needs to be replaced to address the issues.